Event description:
It was reported that the setting for the pump was at 70 mm, higher than usual for a knee scope. It was noticed there was a lot of fluid used. When the case was completed, the patient's thigh was filled with fluid. The patient was kept overnight and swelling gradually went down. The rep checked the pump after he was notified of the case, and the pressure fault worked fine. The physician does not want to use the pump any longer. Knee scope procedure. Follow-up investigation: the customer did not report any injury to the knee or thigh. The patient was kept overnight for monitoring of her knee. The swelling went down on its own and the patient was released the next day. There has not been anything further reported related to this incident. Patient is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The un-returned tubing type is unknown. Based on the information provided the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.